Manufacturer narrative:
The resistance felt during the deployment was most likely caused by the user not following the deployment sequence as stated in the surgical technique guides such as not docking number#1 button after deployment of #1 implant, which would have resulted in the cannula being obstructed by push rod #1. The implant suture construct was not returned for evaluation, however the bent pushrod tab assembly indicates the rod will not advance all the way down the cannula and the implant will likely not clear the cannula and not deploy.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure the ar-4501, meniscal cinch ii was inserted into the meniscus and the first anchor deployed successfully. After the first implant was deployed, the number one trigger was pulled all the way back until it clicked. As the surgeon started went to push the second trigger, the trigger was stiff. Once started, the trigger went halfway and got stuck again. After the surgeon struggled to engage the trigger to the second notch, it finally advanced. The second implant deployed in the meniscus, and the number two trigger was pulled all the way back until it clicked. As the trigger was pulled back, the anchor followed the guide when removing from the meniscus. The surgeon cut the suture, and implant number one was left in the patient. Additional information received on 4/12/2019: the procedure taking place was a meniscus repair. The case was completed by bringing in a second ar-4501 from the same lot (lot: f286461). The rep confirmed there were no issues with the second cinch. No unplanned incision was necessary.